Event description:
Patient underwent a balloon only revascularization of the lad and the lcx to treat the previously reported mi approximately 3 months post index procedure. Approximately 8.5 months post index procedure the patient underwent a revascularization due to angina. The patient was treated with three non-medtronic stents; one in the 1st diagonal, one in the cx and one in the lm. Investigator assessed the event to be definitely related to the study device. Patient recovered with treatment. Approximately 51.5 months post index procedure the patient underwent a balloon only revascularization of the 1st diagonal and the cx due to unstable angina. Investigator assessed the event to be definitely related to the study device. The patient recovered with treatment. Patient suffered an mi the following day. Approximately 58 months post index procedure patient underwent a balloon only revascularization of the 1st diagonal due to angina. The investigator assessed that the event was definitely related to the study device. The patient recovered with treatment. Patient suffered an mi the following day.

Event description:
Two endeavor sprint rx drug-eluting stents were implanted, overlapping, at the 1st diagonal branch, as treatment of the target lesion. One endeavor sprint rx drug-eluting stent was implanted at the left main, as treatment of the target lesion. An acute non-stemi is reported to have occurred approximately 3 months following index procedure. Investigator assessed a possible relationship to the study device. Location of infarction was non-determinable. Investigator assessed the event as unstable angina. It is reported that the pt came into the emergency room after having had chest pain for four days. Pt was found to have in stent restenosis of the proximal lad. Pt received balloon angioplasty & recovered with treatment. (MFR report # 2953200-2009-01676).

Event description:
It is reported that 2 months post index procedure the patient had in-stent restenosis of the lm. Revascularization was performed. The clinical events committee have adjudicated that the previously reported mis which occurred 51 months and 58 months post index procedure were consistent with arc mis.

Manufacturer narrative:
Balloon angioplasty. Evaluation: results: myocardial infarction, balloon angioplasty.

Manufacturer narrative:
Results, conclusion: myocardial infarction. (B)(4).